Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils inside my uterus(one of them anyway)'), pregnancy with contraceptive device ('she was pregnant / pregnancy (no complications)') and high risk pregnancy ('pregnancy with complication (high risk pregnancy)') in a 34-year-old female patient who had essure (batch no. 867961-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2007, (B)(6) 2011, (B)(6)2013), uterine fibroid and abdominal adhesions. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain"), 1 month 29 days after insertion of essure. On (B)(6) 2012, the patient experienced vertigo ("vertigo"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe and debilitating pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and hypertension ("high blood pressure") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure coils/da vinci robot assisted tlh, b-s). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, high risk pregnancy and vertigo outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, fatigue, migraine, headache, nausea, weight increased and hypertension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, high risk pregnancy, hypertension, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: she had a live birth in (B)(6) 2013. Plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Current weight: 168 lbs she did not allege birth defects. (B)(6) 2018: bilateral tubal ligation done discrepancy noted in removal details: as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total occlusion of her fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia,dysmenorrhea, lot number 867961 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils inside my uterus(one of them anyway)'), pregnancy with contraceptive device ('she was pregnant / pregnancy (no complications)') and high risk pregnancy ('pregnancy with complication (high risk pregnancy)') in a 34-year-old female patient who had essure (batch no. 867961-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2011, (B)(6) 2013), uterine fibroid and abdominal adhesions. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain"), 1 month 29 days after insertion of essure. On (B)(6) 2012, the patient experienced vertigo ("vertigo"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe and debilitating pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and hypertension ("high blood pressure") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure coils/da vinci robot assisted tlh, b-s). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, high risk pregnancy and vertigo outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, fatigue, migraine, headache, nausea, weight increased and hypertension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, high risk pregnancy, hypertension, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: she had a live birth in (B)(6) 2013. Plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Current weight: 168 lbs she did not allege birth defects. (B)(6) 2018: bilateral tubal ligation done discrepancy noted in removal details: as per mr 0(B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total occlusion of her fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia,dysmenorrhea, most recent follow-up information incorporated above includes: on 14-jun-2021: mr received. Reporter information ,other relevant history added and auto-narrative supplement added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils inside my uterus(one of them anyway)'), pregnancy with contraceptive device ('she was pregnant / pregnancy (no complications)') and high risk pregnancy ('pregnancy with complication (high risk pregnancy)') in a (B)(6) female patient who had essure (batch no. 867961- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2007, (B)(6) 2011, (B)(6) 2013). Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain"), 1 month 29 days after insertion of essure. On (B)(6) 2012, the patient experienced vertigo ("vertigo"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe and debilitating pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and hypertension ("high blood pressure") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure coils). Essure treatment was not changed. At the time of the report, the device expulsion, pregnancy with contraceptive device, high risk pregnancy and vertigo outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, nausea, weight increased and hypertension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, headache, high risk pregnancy, hypertension, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: she had a live birth in (B)(6) of 2013. Plaintiff was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Current weight: (B)(6) lbs. She did not allege birth defects. (B)(6) 2018: bilateral tubal ligation done . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total occlusion of her fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Case became incident. Reporters information added. New event - coils inside my uterus (one of them anyway) was added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.